Event description:
The complainant reported a battery failure, battery failure (red alarm). There was no impact as this did not occur during patient support.

Manufacturer narrative:
E1, e3, e4: the name of the initial reporter and occupation is unknown. The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the battery failure and battery communication error alarms was due to a defective battery (rapid decline in cell voltage). The root cause of the battery cell failure was undetermined. This report is being filed as part of a retrospective review of historical records.